Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse found no issues that may have contributed to the discordant result. The cause for the discordant advia centaur xp troponin ultra result is unknown. The instrument is performing within specification. No further evaluation of the device is required. The instruction for use under the summary and explanation of the test section states the following: "always analyze tni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of myocardial infarction (mi). In accord with published recommendations, serial testing of tni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single tni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with tni results in aiding the diagnosis of mi."

Event description:
A false positive advia centaur xp troponin ultra result was obtained on a patient sample. Repeat testing was performed in duplicate and the results were negative. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.